Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.

Manufacturer narrative:
Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was explanted and returned for analysis.